Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a proximal humerus tumor removal case it was observed that the quick coupling device was making an abnormal worn noise. The reporter stated that an allograft was to be cut from the fibula and fused to the humerus. The unspecified surgeon pointed out that while using the wire driver device, it was making an abnormal noise. The surgeon was marking reference points with an unspecified size k-wire device for the 6.5mm cannulated screws. The reporter stated that multiple plates were placed on the unspecified pediatric patient. It was reported that the allograft was successfully fused to the humerus and the case was completed. It was noted that the surgical duration from open to close was twelve hours. It was reported that a backup device was not needed during the case. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.